Event description:
The male patient returned to the hospital with angina, myocardial infarction and stent thrombosis. The patient's medical history including two-vessel disease, hypertension, hyperlipaemia, previous percutaneous intervention may increase his risks for developing mace. The indication for the index procedure was stable angina pectoris. The target lesion was the distal circumflex artery. Vessel diameter was 2.5 mm and the lesion length was 30 mm. Pre-procedure stenosis was 100% and timi flow was 0. The lesion was de novo and a total occlusion of unknown duration. There was heavy calcification. The lesion was pre-dilated with a 2.5 x 34 mm balloon at 20 atm. A stent was deployed at 20 atm and post-dilated because the stent was not fully expanded. The post-dilation balloon was 2.5 x 20 mm and inflation pressure was 20 atm. The second stent was deployed at 20 atm and post-dilated because the stent was not fully expanded. Post-dilation was done with a 2.5 x 20 mm balloon at 20 atm. According to the instructions for use, the rated burst pressure of the cypher stent (16 atm) should not be exceeded. Post-procedure stenosis was 0 and timi flow was 3. Ivus was not used. The stents were overlapping. There were no procedural complications. The patient was discharged two days later. At the 1 month follow-up phone call, the patient reported silent ischemia. A month and a half after the index procedure, the patient was admitted due to angina pectoris. The patient was diagnosed with an inferior, non q-wave myocardial infarction. Peak ck and peak ck-mb were 2 times above unl. There was evidence of stent thrombosis confirmed by angiography. All prescribed antiplatelet medications were ongoing. Thrombolysis was given and reperfusion occurred. The patient was pain free but angina occurred again. Another coronary angiography was done and occlusion of the cfx stent was detected. Thrombectomy was done, followed by a balloon dilatation. The patient was followed up 5 months later and reported angina pectoris.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of two products involved with the reported event. The associated manufacturer report number is 9616099-2007-02222. The products remain implanted this unavailable for analysis. A device history record review of the involved sterile lot numbers revealed the product met quality requirements for product acceptance. In conclusion, thrombotic events are a known potential adverse event post coronary stenting. There are patient, vessel and procedural factors that may have contributed to the event.